Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced frozen screen. And reported, battery cap contacts damage, received battery failed alarm. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, for display issues and battery failed alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. T inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, cracked middle (enter) keypad button. The pump was received with a battery cap. The battery cap contact detached from the battery cap and fell into the compartment prior to visual inspection. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No frozen displays, or unexpected display anomalies were noted during testing. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing either. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there are signs of corrosion in/around the following: keypad flex cable terminal; pcba1--da1, da2, j1; home motor switch. In summary, the customer¿s report of battery failed alarms and a frozen display both were not confirmed during testing; however, the customer's report of a damaged battery cap was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.